Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products - model: 6935m62, lead; implanted: (B)(6) 2019, model: cmrm6133, antibacterial absorbable envelope; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post a implantable cardioverter defibrillator (ICD) changeout procedure the patient showed signs on a non-healing incision. A pocket revision was completed and cultures were taken. At the time of the pocket revision a antibacterial absorbable envelope was also utilized. One week later, the entire ICD system was extracted due to a pocket infection identified as "staphylococcus aureus rare." Antibiotic treatment was necessary and no further patient complications have been reported as a result of this event.